Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient indicates one pump usually has about 20 ml of medication left in the cassette after using it for 48 hours. When he uses that pump he does not feel as good as when he uses an alternate pump. Both pumps are set for the same infusion rate. The patient indicated that he thinks the one pump with medication left in it is not dispensing the correct amount. The patient was advised that it seems to be the more accurate pump, as the alternate pump should also have about 20 ml left in the cassette after 48 hours of use. No patient injury was reported.